Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The customer had replaced tubing and a needle, but the issue was not resolved. The fse confirmed a leak in tubing at pinch valve pv49, causing the leak and errors. The fse replaced the tubing resolving the issues. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that less than 1 ml of a contained clear fluid leaked inside a coulter lh 500 hematology analyzer during normal instrument operation. There were partial aspiration, diluent comparison, and lyse level sense error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.